Event description:
The pt was implanted with an itrel ii ipg, lead, and extension in 1998. Less than eight weeks later, the hcp noted scalp erosion and infection. The device was explanted and another itrel ii ipg, lead, and extension were implanted. No products were returned to the MFR for analysis.